Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the implantable cardioverter defibrillator device exhibited backup vvi operation. A device software download was performed successfully. The patient remained stable post changes.